Event description:
Customer reported his aviva blood glucose monitoring test strip vial label had no used by date, catalogue number, or lot number printed on it. He made no allegation that the label was smeared or torn. The customer must rely on the vial label for the expiration date of the test strips. No serious adverse event was reported. Return of the product was requested, replacement product was sent.